Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 was received during basal delivery. The customer attempted to reload the cartridge. However, the pump requested a minimum of 50 units of insulin after multiple attempts to load. The customer was able to load a new cartridge successfully. The customer's blood glucose level was 235 mg/dl. The customer delivered a bolus using the pump.